Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Hospital kept per pt request. If add'l info becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "revision surgery: surgeon offered diagnosis code of (B)(4) defined as mechanical failure diagnosis. Photo taken of ceramic liner and ceramic head. No fracture, ceramic components intact.